Event description:
It was reported that customer pump displayed malfunction alarm, but customer could not recall malfunction code and no blood glucose information was provided. There was no reported impact to the customer¿s blood glucose level. Distributor turned on pump and confirmed repeated malfunction alarm, arranged return of device for evaluation, and provided replacement pump to customer.